Event description:
Subsequent to the initially filed medwatch report, additional information was received. It was noted visualization was difficult during the procedure. An slda was not confirmed post procedure, the clip remained attached to both leaflets. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported migration could not be determined in this incident. It should be noted that the mitraclip instructions for use (IFU) states: do not use mitraclip g4 outside of the labeled indication; however, the off-label use did not likely contribute to partial clip movement. The reported off-label use is due to deviating from the IFU and using the mitraclip to treat tricuspid regurgitation. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is being filed to report the clip moved after deployment requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip delivery system (cds) was advanced and placed on the valve. Upon deployment, it appeared the clip became more mobile than anticipated. It was unclear if a single leaflet device attachment (slda) occurred. An additional clip was implanted to stabilize the clip, reducing tr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.